Event description:
Ventilator on pt alarmed with error message station "wrong battery type". The ventilator was alarming to itself and resetting itself without user intervention. Vent was removed and placed on a test lung resulting in ventilator failure approximately 4 hours after being placed on the test platform.